Event description:
The distributor contacted heartsine to report that their device does not respond to on/off button presses. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the device was found to be unable to be powered on via the on/off button, as per the reported fault. This fault was attributed to adverse storage, resulting in corrosion on the membrane. The device was scrapped by heartsine and the customer was provided with a replacement device.

Manufacturer narrative:
The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states. Heartsine has received the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The distributor contacted heartsine to report that their device does not respond to on/off button presses. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.